Manufacturer narrative:
It was reported that the monitor was charging and smelt like smoking and it was noted that the charger melted. The device was returned for investigation. Engineering evaluation was able to confirm charging cord melting. Root cause is most probable to be an electrical fault by the charging cord.

Event description:
It was reported that when the patient was charging the monitor it smelt like the monitor was burning. A replacement was order. There was patient harm reported.